Event description:
During equipment testing conducted at the user facility after the sterilization process, it was discovered that the handpiece was overheating. There was no pt involvement, no reported delay, no medical intervention and no adverse consequences alleged with this event.

Manufacturer narrative:
The device has not been received for eval by the MFR at this time. Add'l info will be submitted if the device is received, and if the quality investigation yields add'l info which requires reporting.